Event description:
Info received indicates the beds foot section drifts down.

Manufacturer narrative:
The facilities maintenance replaced the hydraulic check valve for the foot section to repair the bed.